Event description:
It was reported a spectrum pump alarmed system error 103 during therapy in the oncology department. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported system error 103 was unable to be reproduced, but was confirmed through review of the event history log. The processor printed circuit board and input/output printed circuit were replaced as they are known contributors to this condition.